Manufacturer narrative:
(B)(4). Date sent: 09/17/2020. D4: batch # u5ak18. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with two sr75 reloads no loaded in the device. The reloads (b & c) were received fully fired. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that one staple was malformed when fired on the blue height selector position. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number (re-load sr75), and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a roux-en-y hepaticojejunostomy, while the surgeon was making the transection with the jejunum (1st fire), part of the staples didn¿t make a b-shape; they made a u-shape. The surgeon pulled them out and hand-sewed the jejunum. While the surgeon making an anastomosis (jejunojejunostomy), some staples made u-shape again and the anastomosis opened. Surgeon pulled out all staples and hand-sew them. The op time was delayed but there was no other changes or patient consequences. The length of time cannot be clarified. Consider time for stitching out the staple from jejunum and re-approximation and hand sewing.

Manufacturer narrative:
(B)(4). Date sent: 08/17/2020. Additional information received: the time for delay cannot be clarified by the surgeon. Please estimate it by considering time for stitching out the staple from jejunum and re-approximate it with hand-sewing. Per photographic evaluation: upon visual inspection of five photos, the following was observed: the first and second photos show a black reload with batch: u5ch2x on the pan and the reload was noted fully fired. From third and fifth photos show a staple line on the tissue and two staple leg appears to be no properly formed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been received.